Event description:
The customer reported that there was a communication error message. This error may likely to result in a system lock up, no boot, or shut down situation on when the loss of communication occurred. There is no pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.